Manufacturer narrative:
Additional data: this event is changed from an "adverse event" to " product problem". The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 -6.5 diopter implantable collamer lens in the patient's right eye on (B)(6) 2017. During injection the lens tore. The reporter stated that "initial implant and exchange of the lens were performed at same time, in one surgery". The problem was resolved. Implanted date: implant date is (B)(6) 2017. Type of report: it is changed from "serious injury" to "malfunction". (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -6.5 diopter, implantable collamer lens in the patient's right eye. During injection, the lens tore. The lens was explanted on (B)(6) 2017 and then exchanged for a similar lens. The problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).